Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The reportable event (image issues) found at evaluation was not previously described in the initial medwatch or supplemental reports. Based on the results of the investigation, it is likely that the entire image was blurred due to damage to the charge coupled device (ccd) unit, the entire image was blurred due to sliding error of movable range that occurred in the zoom scope, and the entire image was blurred due to damage or deformation of the connector. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "·operation manual. - inspection of the endoscopic system ·operation manual. Important information ¿ please read before use- warnings and cautions". Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels of the device. The testing result cleared the (B)(6) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Suction channel: pseudomonas spp. (>227 cfu/100ml). Instrument channel: pseudomonas spp. (>213 cfu/100ml). Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found followings. The insulation of the distal end resistance value was out of specification. The light guide lens was corroded. The objective lens was scratched. The distal end cover was scratched. There were wear risk of air-leak of the distal end. - the glue of the bending rubber was worn out. The insertion tube was wrinkled. The control section was damaged, scratched and wear (the color code was missing). The remote switches 1 was wear. The universal cord was wrinkled. The electrical contacts of the endoscope connector was corroded. The water supply connector and the air supply connector were moving. The angulation control knob had play. The ccd unit wear due to many repair. The instrument channel exchange as preventive maintenance. (B)(4) requested the facility three times to provide the information regarding reprocessing, however the facility did not provide and (B)(4) could not obtain it. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.